Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse identified that image store was not working. The fse reseated & recreated the hard disk. After this, the device was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy and cine are not functioning. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the hard disk. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.